Manufacturer narrative:
Investigation results: a polarcup trial insert slotted 28/49 (art. No. 75000665 / lot no. A60238) was reported as broken. No information about surgical delays, s+n backup devices or when this incident happened was initially provided. The complaint device, used in treatment, was returned for investigation. The reported failure mode was confirmed upon visual inspection. The complaint part was found broken into two pieces. A review of the complaint history revealed no other complaint for the batch in question. A review of the batch record showed no deviations from the standard manufacturing process. There are no indications that the device did not meet the specifications at the time of manufacturing. Based on the conducted investigation, the root cause could not be determined conclusively. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the polarcup trial insert slotted 28/49 broke. No information about surgical delays, s+n backup devices or when this incident happened was initially provided.